Manufacturer narrative:
This event is a duplicate of FDA report number 2182208-2018-00946. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular epicardial lead triggered a lead integrity alert due to oversensing noise and non-physiologic short v-v intervals. The right atrial epicardial lead was also oversensing noise. The impedance was noted to be within range, and the leads remain in use. No patient complications have been reported as a result of this event.